Event description:
Customer reported encountering air bubbles or gaps in the insulin delivery system, specifically in the pigtail/patient line between the pump and the t:lock, which occurred during pumping and not during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or show a ¿high¿ reading on the cgm. Large air bubbles or gaps were resolved after priming with the fill tubing feature, allowing the customer to resume insulin therapy without further issues. The customer acknowledged and understood the resolution.